Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis. Additional information received which indicated that the brady lead was not successfully implanted due to helix was bent when it went into the septum.